Event description:
Additional information: event date: (B)(6)2017 it was reported that the patient was hospitalized on (B)(6)2017 after having abnormal labs and concern for thrombus. The patient presented with right sided weakness and left sided ptosis. Prothrombin time was 39.3 seconds and inr was 4.2.

Manufacturer narrative:
The device remains implanted and the patient remains ongoing on vad support. A correlation between the device and the reported elevated lactate dehydrogenase level (ldh), hemolysis and indication of a stroke could not be conclusively determined. Hemolysis and stroke are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history record revealed no deviations from manufacturing or quality assurance specifications. No further information is available. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 4 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was referred to the emergency room due to abnormal blood test results that may have indicated a stroke event. The patient was also found to have an elevated lactate dehydrogenase level and hemolysis. It was reported that lactate dehydrogenase isoenzymes showed the heart as the origin. A bedside ramp echocardiogram and cardiac computed tomography angiography were negative for pump thrombosis. No further information was provided.